Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4)cleared under #510 k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and it is not possible to conclude on the root cause of the incident encountered by our customer. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter disconnected from the access port. Second case in the same hospital.